Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date - the device was not implanted. Explanted date - the device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device carrier tube kinked and split open and was unable to deploy. The blood loss was less than 250cc's. The procedure outcome and patient were great. The patient was doing fine. Another angio-seal device was used, and it was successful. Additional information was received on 06mar2020. The type of procedure being performed was an angio. A 6fr sheath was used. The carrier tube split prior to being inside the patient. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.